Manufacturer narrative:
No medical records were provided to the manufacturer. The lot number for the device was provided. The device history record is currently under review. The device was returned to the manufacturer for evaluation. The results of the device evaluation will be furnished upon completion of the event investigation which is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in a right upper arm av graft, the health care provider had difficulty deflating the balloon causing the balloon to accordion and then got stuck in the sheath. The sheath and balloon were removed as a single unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 12mm x 4cm balloon. The balloon was received fully advanced through the introducer sheath. The distal end of the balloon was partially prolapsed over the distal tip. A complete circumferential outer catheter break was noted at the proximal balloon glue joint. The break was examined under microscopic magnification and stretching of the catheter was noticed, likely indicating that excessive force contributed to the break. No other anomalies were observed to the device at this time. The distal end of the sheath was examined. The edge of the sheath tip was examined under microscopic magnification was noted to be flared out, which indicates retraction issues. Functional/performance evaluation: no functional testing could be performed due to the condition of the returned sample (i.e catheter break). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within a 7fr introducer sheath. The investigation is inconclusive for deflation issues, as the balloon was unable to be functionally tested due to the condition of the returned sample (i.e. Break at balloon glue joint). The investigation is confirmed for retraction problems and a break, as the balloon was unable to be retracted from the sheath and an outer catheter break was present at the proximal balloon glue joint. Per the reported event details, the balloon was unable to be fully deflated. The retraction issues and the catheter break were likely a result of the balloon not being fully deflating prior to being retracted into the introducer sheath. However, the definitive root cause for the deflation issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: use the recommended balloon inflation medium (50% contrast medium/50% sterile saline solution). Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the vaccess pta balloon dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. Additional MFR narrative: brand name, common device name, device evaluated by MFR?, (B)(4). Initial reporter, (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in a right upper arm av graft, the health care provider had difficulty deflating the balloon causing the balloon to accordion and then got stuck in the sheath. The sheath and balloon were removed as a single unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.